Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify communicate to sensor simulator due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, stained address / serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm and high blood glucose event. The customer¿s blood glucose level was 471 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer had a high blood glucose of 471 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.